Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep0704 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported patient attended for a blood test, on aspiration the PICC line was slow and lots of bubbles present. When flushing the blood back in, with the dressing still in situ, the dressing changed to red in colour. The dressing was removed, flushed again only to find saline leaking from the PICC line. Doctor asked to review the PICC, who witnessed the flushing of the line again and could see the leak, who then advised to remove the line. No external migration. Due to leakage at entry site, PICC was removed (B)(6) 2021. Examined, no obvious sign of fracture. No remarkable issues since insertion. PICC isolated and packaged.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed at the junction between the extension tube and molded joint. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges; planar shape to the fracture surface; blood residue was seen on the sample which showed that the product had undergone at least some use. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported patient attended for a blood test, on aspiration the PICC line was slow and lots of bubbles present. When flushing the blood back in, with the dressing still in situ, the dressing changed to red in colour. The dressing was removed, flushed again only to find saline leaking from the PICC line. Doctor asked to review the PICC, who witnessed the flushing of the line again and could see the leak, who then advised to remove the line. No external migration. Due to leakage at entry site, PICC was removed (B)(6) 2021. Examined, no obvious sign of fracture. No remarkable issues since insertion. PICC isolated and packaged.